Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and a conclusive cause for the reported material deformation could not be determined in this complaint. The reported physical resistance was due to the reported knotted lock line and is due to operational context. The reported migration which cascaded into unintended movement was an outcome of tension on the clip components resulting from the troubleshooting steps used during lock line removal. The mitraclip instructions for use states: ¿grasp one of the free ends of the lock line, confirm the line moves freely, and slowly remove the lock line. Pull the line coaxial to the lock lever. If resistance is noted, stop and pull on the other free end to remove the lock line¿. The reported improper or incorrect procedure of method appears to be due to user pulling the lock line with force which then resulted in lock line break. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report knotted lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was implanted central to medial position reducing mr to 2+ -3. It was decided to add a second clip. The second clip was placed lateral from the first clip, reducing mr to 1+. During deployment, when the lock line was being removed there was resistance as a distal knot was pulled into the lock lever, the lock line was out for approximately half of total length. The physician forcefully pulled on the lock line which broke. It was decided to proceed with clip detachment. There was no lock line end visible in transparent part of the lock line lever. A second establishing final arm angle (efaa) test was performed and the clip remained fully closed. Clip deployment proceeded, at pin release the clip twisted and opened to 10 ¿ 15 degrees. The clip twisting might have caused the clip to open a little. Both leaflets remained well inserted and mr increased from 1+ to 2 originating between both clips and lateral to 2nd clip. The gripper line removal was uneventful. The clip was stable on both leaflets. After cds removal, the remaining part of the lock line was removed from the delivery catheter shaft. The total length of lock line out of the patient was measured against the gripper line and was approximately 325 cm. There was no lock line left in the patient anatomy. The patient was stable with no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.